Event description:
The customer reported the display was blank.

Manufacturer narrative:
(B)(4). The customer reported the display was blank. The unit was evaluated at philips, and the reported symptoms was duplicated. Replacing the keyscan pca resolved the reported issue.